Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A medwatch was received at philips reporting that the rhythm went missing and dotted lines were seen while a patient was connected to the device during a code. The user held two cables together for the remainder of the event. The patient was transferred to the ICU. We are considering this event to be a serious injury based on the report that treatment was interrupted during a code. Additional details have been requested.

Manufacturer narrative:
The customer :biomed evaluated the device.

Event description:
A medwatch was received at philips reporting that the rhythm went missing and dotted lines were seen while a patient was connected to the device during a code. The user held two cables together for the remainder of the event. The patient was transferred to the ICU. We are considering this event to be a serious injury based on the report that treatment was interrupted during a code.